Manufacturer narrative:
Eval summary: visual inspection noted that the returned device appeared in used but good condition with some signs of wear. The reported event was confirmed using four functional test methods. A mfg non-conformance was observed. Based on the results of the sppap drawing review and inspection it was determined that two radii of the humeral broach handle trigger were dimensionally out of spec. The humeral broach handle pawl is also under investigation as the trigger and the pawl articulate together. The product experience reporting database shows this event is related to a trend of similar events.

Event description:
It was reported that: "broach handle would not lock on to broach for explant."